Manufacturer narrative:
(B)(4). The clip delivery system was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip detached from both leaflets, was difficult to remove and resulted in tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Grasping was attempted, but noted as difficult due to the clip arm position and challenging anatomy. Grasping was successful and the deployment steps were performed. Immediately after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). After 4 additional heartbeats, the clip also detached from the anterior leaflet, and remained on the gripper line. The clip was pulled to the tip of the cds and then the cds and clip were pulled to the tip of the guide. The system was retracted, and some resistance was noted between the clip and the septum. The entire system was retracted to the groin. The cds and guide were then removed, leaving the only the gripper line and clip. A cutdown procedure was then performed, and the clip was successfully removed from the anatomy. After removal, tissue was observed in the clip, but it could not be confirmed what the tissue was from. The patient was confirmed to be stable and no further treatment was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previous filed medical device reports, the following information was provided: on (B)(6) 2017, an additional mitraclip procedure was performed for treatment. One clip was implanted reducing the mr from 4 to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and investigated. The reported difficulty removing the device from the anatomy, single leaflet device attachment (slda), failure to adhere or bond and detachment of device component could not be replicated in a testing environment as it was related to patient/procedural conditions. The reported complete clip detachment (ccd) was confirmed as the clip was returned deployed from the device but still remained on the gripper line. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported failure to adhere or bond to the leaflets, slda leading to incomplete coaptation and subsequent ccd appears to be related to the patient morphology/pathology due to the a2 flail/prolapse. A definitive cause for the difficulty removing the device from the anatomy could not be determined. A definitive cause for the reported tissue damage could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.